Event description:
It was reported that this pacemaker intermittently oversensed the patient's t waves, which resulted in inappropriate ventricular tachycardia (vt) episodes to be stored. Technical services (ts) also discussed what appeared to be atrial standstill period with the atrial activity resuming at the end of the event. Further evaluation was recommended. No adverse patient effects were reported. This pacemaker remains in service.